Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, two proglide devices were successfully pre-placed. The sheath was upsized to 22f and the taa procedure was completed. Knot advancement was performed successfully but the two proglide sutures were not enough to achieve full hemostasis of the large hole closure. The suture of a third proglide was deployed; however, bleeding continued, and the physician found the suture rail of the third device bound with one of the pre placed sutures. There was no reported damage to the preplaced sutures. The physician used open surgery cut down to complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.